Event description:
Additional information was received that indicated the patient was having an increase in seizures believed to be related to the high impedance. The patient had a lead and generator replacement. The explanted devices have not been returned to manufacturer for evaluation. The hospital does not return explanted product, a company representative must be present during the explant to gain the product for return to the manufacturer. The company representative does not have the generator or lead for return.

Event description:
It was reported that the patient's vns was now indicating high lead impedance. The patient's vns was not disabled as the site indicated that they felt the patient was still receiving efficacy and could feel stimulation. X-rays were taken and sent to the manufacturer for review. No anomalies were observed on the available x-ray images however a large portion of the vns system was not able to be observed in the received views. A suspect area was identified in the area of a tie-down. Follow-up with the site found no trauma or manipulation to the vns had been reported. Diagnostics were within normal limits at the patient's previous generator replacement surgery on (B)(6) 2011. Surgery to replace the patient's lead appears likely.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.